Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the home choice (hc) during fill 1. The home patient (hp) stated that she disconnected the heater bag because she noticed that the lumen was very small and had connected a new bag. The technical service representative (tsr) advised the hp to start over with new supplies. The hp requested assistance in ending therapy, and the tsr assisted as requested. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2012. She stated that the patient had called her about the event. Bps informed the nurse of the patient's user error and the breach in the sterile pathway. She would speak with the patient about proper procedures. Therapy since has been going well with no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.